Event description:
It was reported that a spectrum pump failed downstream occlusion tests. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for downstream occlusion test for high, low and medium settings with passing results. A service history review was performed and revealed that the pump was received with the same reported symptom of ¿device failed downstream occlusion sensor test..¿ evaluation; reported issue was not confirmed during the evaluation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: a review of the service history identified the device has not been serviced within the last 12 months. There is no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.